Event description:
The customer reported to olympus that during routine testing, the endoscope tested positive for microbial contamination. All channels were sampled and tested positive for greater than 250 colony forming units (cfus) of candida parapsilosis mixed with low-risk microorganisms after 48 hours and after 7 days. The user did not report any contamination or any other serious deterioration in the state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The subject device has been returned to olympus for further evaluation and testing. The physical device evaluation has not yet been completed. The customer provided their cleaning, disinfection, and sterilization processes. The scopes are pre-cleaned by aspirating water through the instrument/suction channel. The detergent used for pre-cleaning is clean up. The instrument/suction channel, the suction cylinder, the instrument channel port, the balloon channel, and the distal end/ areas around elevator are manually cleaned with a pull thru brush using mediclean forte detergent. The scopes are manually disinfected using mediclean forte disinfectant. The automated endoscope reprocessor (aer) used is a getinge (non-olympus), using dlc/poka-yoke dlc getinge detergent, and aperlan poka-yoke agent b disinfectant. The scopes are stored in wassenburg drying cabinet. Olympus is the maintenance company for the scope. The aer was not microbiologically tested. The investigation is in process. Once the investigation has been completed, a supplemental report will be submitted with the results of the device evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on results of third party testing, the device evaluation and the legal manufacturer's final investigation. The device was evaluated where no abnormalities were found that could have led to the positive culture. Multiple defects were noted where: connecting tube: insertion tube insulation too low; light guide rod lens (3x) - cracked and cementing porous; charged coupled device cover lens - chipped; bending section rubber glue: crack; switch 1: wear and tear; right left knob: noisy, however, these defects alone are not considered severe enough to cause a potential adverse event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the results conformed to the regulation's recommendation with no germs found. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.